Manufacturer narrative:
Follow-up #1: date of submission 05/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 05/10/2016 with the following findings: during investigation, a review of the pump black box and alarm history showed multiple cs 052 alarms. During testing, the ez-prime steps were performed correctly; no cs 052 alarms or other warnings occurred during the investigation. The pump performed within specifications. The pump¿s cover was removed and no intermittent condition was found to the printed circuit board or the cgm module. The complaint of a cs 052 issue was shown in the history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a 052-00000000 call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.